Event description:
Procedure: lap colon. According to the reporter: a 28 mm eea ppceea was introduced trans-anally, connected to the anvil, and as the surgeon was closing the instrument by turning the wing nut, she felt the tissue was thick. Just before the green bar appeared in the wing nut window, she heard what she thought was a crack, and decided to resect and recreate the proximal purse string and additional manual purse string of rectal segment, necessitated by the removal of the ppceea 28 stapler and continuing the procedure with the ethicon cdh 29 stapler. Surgical time was extended over 30 minutes.

Manufacturer narrative:
(B)(4).